Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer, (B)(6). The date received by mfg (g4) entered in the initial emdr was incorrect. The correct g4 date is 24may2021.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to not hold charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse confirmed that the charge light on console lit up, and after a couple of minutes charge light went away. The fse resolved the issue by replacing the ac power cord and power supply, and confirmed the device held charge. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not holding charge. No patient harm, serious injury or adverse event was reported.